Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion to treat stenosis at l2-s1. It was reported that the guide became stuck inside the tap. The guide wire broke inside the tap. No patient complications were reported.

Manufacturer narrative:
Additional info: there is a guide wire stuck inside the tap. The wire could not be remover by reasonable means. There could be a bend in the wire that caused the wire to become stuck. The though hole appears to be the proper size.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.